Event description:
According to the reporter: occurred during a lung resection. The first handle was inserted into the shell but the display screen was blackout. A new handle was connected to a shell, adapter, and reload, but could not be fired. It is unknown what was shown on the screen. The case was completed using a device. No patient injury.